Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
On (B)(6) 2014 the explanted generator and lead were returned for product analysis. Product analysis has been completed on the generator. Results of diagnostic testing indicated that the battery status indicated ifi=no in the product analysis lab. Electrical test results showed that the pulse generator performed according to functional specifications. There were no adverse functional, mechanical, or visual issues identified with the returned generator. Product analysis is currently underway on the lead and has not yet been completed.

Event description:
On august 7, 2014 product analysis was completed on the explanted lead. Since the electrode array portion was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead. Other than typical wear and explant related observations, no anomalies were identified in the returned lead portions.

Event description:
It was reported that the vns patient¿s device was tested and diagnostic results revealed high lead impedance (impedance value >= 10,000 ohms). X-rays were taken and were reported by the neurologist to be unremarkable. The patient underwent generator and lead replacement surgery on (B)(6) 2014 due to the lead issue. The explanted generator and lead have not been returned to date.

Manufacturer narrative:
Only a portion of the lead was returned for analysis which did not reveal any anomalies. Device failure is suspected in the lead portion not returned, but did not cause or contribute to a death or serious injury.